Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative who reported that the patient had an abrasion over ipg site likely from pressure due to sitting so much that has opened up and battery was exposed through skin. Patient was seen by their doctor who referred to wound as just a scab at that time; however it has now opened and exposed. Patient will follow up with health care provider. Surgical intervention is planned but not yet scheduled. No further complications reported and/or anticipated at this time.